Event description:
Advocate called for assistance with customer's contour meter. During the call, it was discovered that some of the segments are missing. No adverse event was alleged. Meter was replaced. Customer was advised to return his meter for eval.